Manufacturer narrative:
Analysis was unable to confirm that the programmer would not turn on but noted that there was contamination that could have caused the issue. Analysis found that there was contamination on the link electronic module (lem), printed circuit board (pcb), and electrocardiogram (ECG) connector. Analysis also noted the display had fluid contamination with contamination being found around the edges of the display, the keyboard compartment appeared to have contamination, contamination was found on the radio frequency transmitter (rft), both keyboard hinges were broken, the keyboard cover was missing, and there was no power cord. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. There was no patient involvement. It was reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.